Event description:
Approx eight months following the placement of three stents, the pt returned for follow up. Stent fracture noted on fluoroscopy. It is unknown if there was any restenosis or intervention required. This male pt with unknown past medical history underwent cardiac catheterization. The target lesion is identified as the mid right coronary artery, but no vessel or lesion characteristics are provided. The lesion is pre-dilated with a 2.5 x 20mm unknown balloon at 10 atms for 10 seconds. A cypher 3.5 x 23mm stent is deployed at 14 atms for 10 seconds. It is unknown if post-dilataion was performed.